Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a renal angiogram diagnostic procedure. Reportedly, the clip did not release, it was stuck at the terminal end of the device. There was no resistance to the sheath splitting or to advancing the thumb advancer. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.